Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that temperature control issue occurred. A 110-2.5-7-4 blazer prime® htd was selected. The device was defective, an error message on the generator was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, device analysis revealed broken adhesive.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned device matches with upn and lot provided by the customer. The device has a scratch over all the distal section, the tip and rings. The adhesive is broken. Rf ablation test was performed and d06 was displayed on the maestro 4000 generator. Electrical test were performed, and the device was found out of specifications. The thermistor line is open and no shorts were found. The thermistor wire is broken. The affected area was dissected finding the thermistor wire twisted in 2 sections at 21mm and 23mm from the tip and broken in one of them at 21mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).